Manufacturer narrative:
This is a follow-up report to indicate the initial mdr2134812-2020-00075 reported, is a duplicate to MDR 2134812-2020-00074.

Manufacturer narrative:
Manufacturing record was reviewed, and there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: trap liner balloon popped.